Event description:
Customer reported she is doing great on the insulin pump. She has better control over her numbers, and they have been in a good range. Customer mentioned several issues. She stopped using the continuous glucose monitoring system. Her skin is irritated, itchy, and red where she uses the overlay tape. Her sensor readings were too inaccurate. In example, her blood glucose was 110 mg/dl, but her sensor reading would only be 60 mg/dl. This has caused her insulin pump to go into false threshold suspend modes. Customer declined speaking with help line to troubleshoot the issues. Customer's current blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.